Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Programming changes were made, and there have been no alerts since.